Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Clear passage, pressure, and flow testing were performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an overinfusion while connected to a clearlink system non-dehp continu-flo solution set. The event was further described as the patient received a ¿bolus¿ (not further specified) of unspecified fluid when the roller clamp is ¿not wide open¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.